Manufacturer narrative:
The field service representative found the wash tube on the rinse unit was severed. He replaced the tubing and the customer ran qc that passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results for multiple patient samples from the cobas pro c 503 analytical unit. The following examples were provided: sample 1 initial alt alanine aminotransferase result was 26.9 u/l and the repeat result was 15 u/l. Sample 2 initial glucose result was 170 mg/dl and the repeat was 85 mg/dl. The repeat results were believed to be correct. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.